Manufacturer narrative:
Service performed extensive troubleshooting to resolve the level sense issue including replacement, calibration/alignment of multiple parts, and cleaning of components due to evidence of a fluid leak. During troubleshooting, burnt and circuits on the bd, lls antenna, sample (rohs) were found. Service replaced the board; cause of the burnt components was not determined. A review of instrument service history revealed no additional issues of charring/burn reported on i1sr53240 on or around the date of this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The and circuits charring/burn of the board was limited the board; the damage did not spread to other parts of the instrument. A review of tracking and trending for the bd, lls antenna, sample (rohs) did not identify any trends. A review of tracking and trending did not identify any trends of the architect i1000sr with regards to the current issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(4) or for the bd, lls antenna, sample (rohs) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple instrument error messages generated on the architect i1000sr analyzer over the course of several days. During troubleshooting the field service representative (fsr) found c2 and c5 on the circuit board burnt out. No injury to the customer or field service representative was reported.